Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch select meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began 10 days prior to contacting lfs. The pt claimed she had developed a "headache" prior to when the issue started. Despite the reported issue, the pt claimed she continued to take her usual dose of novolog insulin (5 units). On the same day at 9 am, the pt was reportedly taken to the hosp. The pt reported obtaining a blood glucose reading of "220 mg/dl" on a hosp meter and being treated with 15 units of novolog. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter and that the meter was able to power on manually. The pt did not have test strips with her at the time of call to further troubleshoot. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the alleged issue and reportedly had to receive treatment by an hcp for high blood glucose after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.